Manufacturer narrative:
D4: lot number - either of the following finished good batches (24929059 and 24929280). Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a fracture located 10cm from the tip. The device was not completely separated or detached. Functional testing was competed per the device preparation. The pump was inserted into the ultra drive unit console. The pump and the device primed and were run for a period of 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. During functional testing no errors or priming issues were noticed, the device ran as designed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that tip break occurred. The target lesion was located in the left lower extremity. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure after power pulse mode, the physician withdrew the catheter and found that the head segment of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that tip break occurred. The target lesion was located in the left lower extremity. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure after power pulse mode, the physician withdrew the catheter and found that the head segment of the catheter was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.